Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up after noise resulting in inappropriate high voltage therapy was observed on the right ventricular lead on remote transmission. The noise was reproducible with isometrics. Programming changes were made pending a possible lead revision. The patient was asymptomatic during and following the appointment. There were no patient consequences.

Manufacturer narrative:
The reported events of ¿inappropriate shock and over-sensing noise¿ were confirmed. A complete lead was returned in two pieces, connector piece (a) measuring 8.2 cm and the distal piece (b) measuring 49.5 cm. One lead-to-can external insulation breaching ring electrode (re) cables lumen was noted [41.8 cm to 42.3 cm from the distal tip] in the proximal region of the distal piece (b). One re cable etfe (ethylene/tetrafluoroethylene copolymer) coating was abraded while the other re cable etfe coating was intact and the inner coil was not exposed in this abrasion region. The cause of the reported events was isolated to this lead-to-can external insulation abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages on these pieces were consistent with procedural damages.

Event description:
New information received notes the lead was explanted and replaced. The patient was asymptomatic. The procedure was completed successfully without complications.